Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was implanted with the subject pacemaker on (B)(6) 2015. The pacemaker is programmed in ddd mode due to avb. Reportedly, the patient suffered from palpitations with some long lasting episodes. During the last 6 months, only one mode switch episode of 2 hours and 51 minutes was recorded in the device memory, as well as ventricular and atrial burst episodes. Reportedly, the 24 hours heart rate curve showed that a cardiac rate around 110min-1 was recorded during the last 7 days, sometimes lasting a couple of hours. In two atrial burst episodes recorded in device memory, a sudden onset of atrial tachycardia is observed, but not leading to a mode switch. The physician asks for an explanation and for reprogramming suggestions.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient was implanted with the subject pacemaker on (B)(6) 2015. The pacemaker is programmed in ddd mode due to avb. Reportedly, the patient suffered from palpitations with some long lasting episodes. During the last 6 months, only one mode switch episode of 2 hours and 51 minutes was recorded in the device memory, as well as ventricular and atrial burst episodes. Reportedly, the 24 hours heart rate curve showed that a cardiac rate around 110min-1 was recorded during the last 7 days, sometimes lasting a couple of hours. In two atrial burst episodes recorded in device memory, a sudden onset of atrial tachycardia is observed, but not leading to a mode switch. The physician asks for an explanation and for reprogramming suggestions.

Manufacturer narrative:
Preliminary analysis results showed that the subject pacemaker operated as specified.

Event description:
The patient was implanted with the subject pacemaker on (B)(6) 2015. The pacemaker is programmed in ddd mode due to avb. Reportedly, the patient suffered from palpitations with some long lasting episodes. During the last 6 months, only one mode switch episode of 2 hours and 51 minutes was recorded in the device memory, as well as ventricular and atrial burst episodes. Reportedly, the 24 hours heart rate curve showed that a cardiac rate around 110min-1 was recorded during the last 7 days, sometimes lasting a couple of hours. In two atrial burst episodes recorded in device memory, a sudden onset of atrial tachycardia is observed, but not leading to a mode switch. The physician asks for an explanation and for reprogramming suggestions.